Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver would not charge but did power on. There was no data to download. The device powered off when plugged in. The customer's complaint of the device powered off while charging was confirmed. A probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver powered off while charging. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.